Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058. Corrected data: d1 brand name: previously reported as remstar auto aflex assy ; updated to remstar auto aflex assy, fr d4 additional device information (model number/catalog number): previously reported as fr555s ; updated to 555p d4 unique identifier (UDI) number: previously reported as (B)(4) ; updated to not available d8 was this device serviced by a third party?: previously reported as no ; updated to unknown

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.